Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-01340, 3007042319-2015-01341,3007042319-2015-03008 and 3007042319-2015-03009) submitted for devices related to the same event.

Event description:
The perfusionist reported that batteries drained to 2 bars when both were fully charged when attached. The patient also reported that a low battery alarm did not occur when a battery was at 1 bar. There was no apparent issue with the controller. The batteries were exchanged due to possible switching. There was no effect on the patient. Preliminary manufacturer's review of the log files found no alarms logged in during the 14 days period prior to and up to the reported event date.